Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Levels implanted: l3-l4-l5 it was reported that post-op, patient reported continue back pain. Hence the doctor decided to continue fusion at lower level spine (s1). During the procedure doctor found that one of the l5 screw was broken right in the middle of the screw body.

Manufacturer narrative:
Product analysis result: visual optical dimensional visual and optical examination of mas bone screw confirms breakage approximately 3 threads from the base of the bone screw head, optical examination identified a fairly flat fracture surface, with secondary (post-fracture) damage to the fracture surface, predominately around the periphery of the fracture surface. Undamaged areas of fracture surface revealed ratchet marks near the area of crack propagation and gently convex striations through the cross sectional area of the material, consistent with cyclic fatigue. Dimensional examination of the major and minor diameter verified conformance to print specification. The above observations are consistent with cyclic fatigue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Radiological image review results: post-op / pre-revision x-rays for extension of fusion to s1 shows a possible fracture of one of the l5 screws in the pedicle. No interbody grafts are present. Fusion status is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of procedure: open lumbar procedure